Event description:
It was reported a patient's implantable cardioverter defibrillator presented with inappropriate automatic mode switch due to far r-oversensing. No changes were reported. The patient status was unknown.